Event description:
It was reported that during a procedure, it was felt by the physician that it was difficult to place the catheter in (B)(6) by brockenbrough method because of the thick myocardium. It was also difficult to manipulate the catheter within (B)(6). Ablation was continued without issues, however, patient's blood pressure was decreased acutely (from 140s to 70s). Cardiac tamponade was admitted by echo. Drainage was performed. The patient was clearly conscious. The physician commented that the event could be caused by excess manipulation due to the large heart and thick myocardium. Patient's condition had improved, prognosis was satisfactory. Physician stated that it was possibly procedure related and unrelated to bwi's devices.

Manufacturer narrative:
(B)(4).